Manufacturer narrative:
Additional information: the returned closure top was evaluated. The threads were found to have sheared off. The cause is likely attributed to cross-threading the closure top within the mating pedicle screw head during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device installation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00234 thru 3012447612-2017-00236.

Event description:
It was reported that three closure tops were damaged during installation within surgery. When tightening the closure top, the threads became damaged and broke off of the closure top. It was removed and replaced but this issue occurred on the two replacements as well. A fourth closure top was introduced and successfully tightened into place. The broken threads were removed from the patient. There were no reports of patient injury associated with this event. This is report two of three for this event.